Manufacturer narrative:
The field service engineer could not determine a cause. The analyzer operation was checked and was acceptable. Performance testing was run, but was outside of range for a parameter. The photomultiplier tube high voltage was then adjusted. Performance testing was run again and was acceptable. Calibration data was reset and a blank cell calibration was performed. The customer ran calibrations and controls; all values were within the customer's specifications. For the last calibration performed on (B)(6) 2019, the calibration was acceptable and there were no alarms. Upon review of control data, one level of control was outside of range on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys vitamin d total gen. 2 assay on a cobas 6000 e 601 module. The sample initially resulted with a vitamin d value of > 100.0 ng/ml accompanied by a data flag and this value was reported outside of the laboratory. The sample was repeated twice, resulting with values of 53.46 ng/ml and 53.07 ng/ml. The patient's doctor was called with the results and the doctor requested the patient to come back for a sample re-collection. A second sample was collected from the patient and tested, resulting with a vitamin d value of 49 ng/ml. The patient was not adversely affected. The vitamin d reagent lot number was 36670601, with an expiration date of 31-jul-2019.